Event description:
It was reported that the patient's left ventricular(lv) lead exhibited high capture threshold. X-ray imaging showed that the lead was dislodged. The patient presented to a revision procedure. During the procedure, the lv lead could not be re-positioned as a stylet could not be advanced. The lead was explanted and replaced. The patient was discharged post-procedure.

Manufacturer narrative:
The reported events were lead dislodgement, inadequate capture, and the guidewire failure to advance. As received, a complete lead without the guidewire was returned in one piece for analysis. The reported event of inadequate capture was not confirmed. Electrical testing was normal. The reported event of guidewire failure to advance was confirmed. Visual inspection and x-ray examination of the lead found the inner coil was kinked/damaged. Blood clogged was noted at the damaged location. The guidewire insertion test couldn¿t perform due to the damaged inner coil consistent with procedural damage. The cause of the reported event of the guidewire failure to advance was isolated to the inner coil being damaged and clogged with blood.